Event description:
It was reported that during a routine device changeout, the right ventricular (rv) lead had high capture thresholds with intermittent non-capture in bipolar and in unipolar the lead was unable to capture at highest output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr701 ipg, implanted: (B)(6) 2006. (B)(4).